Event description:
It was reported there was noise in the atrial lead and/or channel. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis revealed no output. Further testing found the no output condition was the result of lifted hybrid bond wires.